Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. However, the alleged touch screen issue was unable to be verified due to the malfunction issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the screen shut off completely and became unresponsive. Customer's blood glucose was 68 mg/dl. The customer reported that an alternate method of insulin delivery would be obtained and declined further follow up from tandem technical support.